Event description:
The tornier shoulder outcomes study's patient experienced a revision surgery due to issues with loosening/lysis. During the procedure, a glenoid sphere was removed and replaced with a reversed-lateralized glenosphere that was 3mm larger (39mm). An additional update revealed that the tornier hrs ars741701 was also removed during the surgery.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.